Event description:
Natus became aware of the following complaint information (B)(6) 2017: "as reported by the ous affiliate, an eds iii was leaking around the 3 way tap., post operatively. Another was used to complete the procedure. There were no reported delay or patient harm." As no further information was provided related to the patient or the specific device (such as lot number), additional information will be requested.

Manufacturer narrative:
Corrected international user facility information received from codman: (B)(6)

Manufacturer narrative:
Reference natus complaint# (B)(4). Follow up# 002 re-submitted today aug 02, 2023. This report was originally submitted in error on (B)(6) 2018 as follow up # 003. Corrected international user facility information received from codman: contact name: (B)(6); complainant e-mail address: (B)(6); contact phone number: (B)(6),

Manufacturer narrative:
Added 29 jan 2018: corrected patient code. Information received 15 jan 2018 from codman in provided complaint report "complaints # (B)(4)" (last updated on jan 15, 2018): no reported patient/ user harm. Based on the information provided in the above mentioned report, (B)(4) has completed its investigation. The investigation included: methods: evaluation of actual device, review of complaints history, review of past capas/CAPA determination. Results: the eds iii was visually inspected: no defect was noted. The eds iii was leak tested no leaks were noted. A review of complaint records for the previous 12 months could not be performed as no lot number information was provided. The most recent complaint and smt presentation was reviewed and did not show that this product family exceeded its upper control limit for complaints. Review of the history device records was not possible as the lot number is unknown. Prior action taken: c/a not taken. Is further corrective & preventative actions proposed? No. The complaint was not confirmed and is now deemed closed.